Event description:
It was reported that the ventilators screen was too dark. There was no patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
Information was received that the unit is out of warranty. The customer resolved the issue however, no information was provided on what was done to address the reported issue.